Event description:
It was reported to boston scientific corporation that a speedband super 7 was used during a esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, four bands were deployed successfully. Reportedly, when an attempt was made to deploy the fifth band, the suture detached from the ligating unit and the band couldn't be released. The device was removed from the patient and service. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation that a speedband super 7 was used during a esophageal varices banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, four bands were deployed successfully. Reportedly, when an attempt was made to deploy the fifth band, the suture detached from the ligating unit and the band couldn't be released. The device was removed from the patient and service. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the strap, tripwire, suture, ligator head, and handle assembly were returned for evaluation. Residue was found on the handle assembly indicating use and presents evidence that the tripwire had been previously cinched in the handle slot. The ligator head was found without any issues. The last three bands (two blue and one white) remained in place on the ligator, although; the suture had been pulled out from around these bands preventing deployment. The suture was found to be intact and attached to the trip wire loop. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that three bands remained on the ligator head however; the suture had been removed from around them which would prevent deployment. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.